Event description:
During a remote follow up, inappropriate shocks were delivered as a result of an incorrect interpretation of signals due to atrial fibrillation. No device malfunction was suspected, the device performed according to the programmed settings. The device was reprogrammed to resolve the event. The patient was stable.